Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted for treatment of a severely calcified lesion in the right coronary artery. The severely calcified lesion was pre-dilated with a 2.5mm diamter ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the balloon when the stent caught on calcium in the proximal artery. The undeployed stent was successfully snared and removed from the pt. The target lesion was subsequently treated with angioplasty only. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The severe calcification likely contributed in the stent not crossing the target lesion and dislodgement of the stent.